Event description:
It was reported that, "the pt had an infection so the implants were removed. No implants were reimplanted at this time. Unk screws also removed."

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 38 mm, cat# nls-380000b, lot# 23327203. Unk cup, unk head, unk liner, unk screws. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.